Event description:
Caller reported a tandem mobi cartridge alarm, confirmed as cartridge alarm 34, which did not adversely impact the customer's blood glucose level. Technical support confirmed that no external magnets were involved and the issue did not occur during the load process. It was noted that the caller had previously reported similar alarms. Technical support decided to replace the pump, verifying that it was still under warranty. The customer was informed about backup therapy options and software updates for the new pump. Instructions were provided for returning the faulty pump, including placing it into storage mode and shipping it back to tandem with no signature required upon delivery. The customer acknowledged all instructions and understood the need to program settings and connect their continuous glucose monitor to the replacement pump.